Manufacturer narrative:
The investigation determined the customer's actions resolved the issue.

Manufacturer narrative:
The customer refused a service visit and stated everything was fine after the replacement of the probe and recalibration. Qc was then acceptable. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for patient samples and qc material from the cobas 6000 c (501) module. One example was provided of an initial result that was 1.93 mg/dl and the repeat result after recalibration of 0.7 mg/dl. The questionable result was reported outside of the laboratory. The reagent lot number was 50762101 with an expiration date of 30-jun-2022.